Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a result of reviewing the information on the reprocessing procedure provided by the user, no information was obtained that could be used to determine deviations from the IFU. The culture test result at the third-party labs provided by the user: sampling date: (B)(6) 2024 sampling from: all channels cfu: >100 cfu bacterial identification: enterobacter bugandenis, pseudomonas aeruginosa, candida parapsilosis the following are results of microbiological tests by the third-party labs, provided by service business center: sampling date: (B)(6) 2024 sampling from: biopsy channel cfu: 1 cfu/endoscope(3 cfu/100ml) bacterial identification: micrococcus luteus/lylae. Sampling date: (B)(6) 2024 sampling from: biopsy/suction channel cfu: <1 cfu/endoscope(<1 cfu/100ml) bacterial identification: n/a. Sampling date: (B)(6) 2024 sampling from: a/w channel cfu: <1 cfu/endoscope(<1 cfu/100ml) bacterial identification: n/a. Sampling date: (B)(6) 2024 sampling from: auxiliary water channel cfu: 1 cfu/endoscope(5 cfu/100ml) bacterial identification: micrococcus luteus/lylae. Sampling date: (B)(6) 2024 sampling from: total cfu: 2 cfu/endoscope(2 cfu/100ml) bacterial identification: aerobe flora revivable at 30. Bacteria were detected in culture test performed by the third-party labs which result provided by service business center. The device was evaluated, and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. IFU warns against incorrect reprocessing with the statement "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the colonovideoscope tested positive for an unspecified number of enterobacter bugandensis, pseudomonas aeruginosa and candida parapsilosis. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.